Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during intravascular ultrasound (ivus) procedure, the patient experienced chest pain. Initially, during the ivus procedure, the ilab cart failed to boot up and the physician used another ilab cart. The atlantis catheter was then connected to the ilab cart and imaging was tested. The image was fine during the pre-imaging. The atlantis catheter was then inserted into the left anterior descending artery; however, the image became very hazy. The procedure was stopped because the patient complained of chest pain. No other patient complication was reported.